Event description:
Customer reported a difference in patient results, not recovering within the same reference range, when using an access estradiol reagent with new antibody replacement as compared to the access estradiol reagent using previously. Quality control ranges were adjusted per instructions. Testing was performed using a unicel- dxl 800 access immunoassay system, serial number (B)(4). There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
The issue is under investigation. This is one of two events reported by this customer for one of two analyzers. The related mdrs are: 2122870-2012-00549, 2122870-2012-00550.

Manufacturer narrative:
After further investigation, beckman coulter, inc. Determined suspect device access estradiol reagent conformed to the manufacturer's published performance specifications for the specified lot. No further actions are required.